Event description:
During a procedure the physician used a complete se stent to treat a dissection in the sfa/popiteal (r-1). Approximately 35 months later, the patient experienced 80% stenosis of the right mid sfa (r-1). No treatment was performed. Event is unresolved.

Manufacturer narrative:
The previously reported stenosis was treated with pta, stent and cfa endarterectomy, approximately 7 months post stenosis event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec assessed that the previously reported event is related to the study device but not related to the procedure or paclitaxel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event was also treated with medication. The investigator assessed that the event was possibly related to index device, but not related to index procedure or paclitaxel. It was reported that the event was resolved. If information is provided in the future, a supplemental report will be issued.